Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy in normal density tissue, the device allegedly was unable to obtain tissue samples, and in order to remove the device from the breast, the cannula had to be retracted. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one monopty biopsy needle was returned for evaluation. The investigation is confirmed for self activation based on the condition of the returned device. The device was in the "ready to fire state" with the arrow visible in the ready window and the stylet retracted. Although the arrow was visible in the ready window, the cannula was not retracted covering the stylet indicating it had released from the locked position. However, the investigation is inconclusive for failure to obtain sample and difficult to remove as functional testing could not be performed. It is unknown if shipping/handling issues contributed to the observed configuration for self activation. The definitive root cause for reported event or identified self activation issue could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: note: if collecting multiple samples, inspect the needle for a damaged point, bent shaft or other imperfections after each sample is collected. Do not use the needle if any imperfection is noted. Precautions: -never test the product by firing into the air. Damage may occur to the needle/cannula tip and/or patient/user injury. -before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. -unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: -bard monopty disposable core biopsy instrument preparation: -before using, inspect the needle for a damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. -prepare the monopty instrument for biopsy by twisting the rotational mechanism at the end of the instrument. One-half turn will withdraw the cannula and lock it into place. An additional one-half turn will withdraw the stylet and lock it into place. The instrument is ready to fire. The arrow must be visible in the ready window prior to insertion into the patient. Biopsy procedure: the biopsy procedure must be performed using appropriate aseptic techniques. -prepare the site as required. Adequate anesthesia should be administered prior to incision of the skin. -verify instrument is energized (cocked). -insert the tip of the needle prior to the lesion to be biopsied. -while maintaining the instrument¿s position and the needle orientation, depress the actuator button to cause both the stylet and the cannula to automatically advance. -remove needle from patient and rotate the end of the instrument one-half turn to withdraw the cannula and expose the biopsy specimen. Remove the specimen. -if additional biopsies of the same organ are required, withdraw the stylet by rotating the end of the instrument an additional one-half turn and repeat the procedure.

Event description:
It was reported that during an ultrasound-guided breast biopsy in normal density tissue, the device allegedly was unable to obtain tissue samples, and in order to remove the device from the breast, the cannula had to be retracted. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.